Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced a wearable failure 2 days after the sensor had been inserted into the abdomen, which is off-label usage of the device. The patient uses tandem tslim in hybrid closed loop and uses both the receiver and mobile app. According to the patient, on (B)(6) 2025, his g7 wearable failed and triggered a loud alert from an unspecified display device. The patient's blood sugar had reportedly spiked, leading to diabetic ketoacidosis (dka). The last known continuous glucose monitor (cgm) value was not discussed nor was there documentation whether the patient checked their blood glucose (bg) following wearable failure. The patient was rushed by his sibling to the emergency and was hospitalized. The patient stated that the wearable failed on the morning of the event but could not provide the exact time of the issue. When he got home in the afternoon his blood sugar level reached over 600 mg/dl (checked by an unspecified individual). The wearable had not been replaced following failure. The patient reportedly refused to provide further information as he felt interrogated. At the time of the report the patient is in good condition. There was no additional documentation of further medical evaluation or intervention. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be progressive sensor decline. No additional event or patient information is available.